Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The retainer ring on the pusher assembly was found ovalized which likely contributed to the coil late detachment. (B)(4).

Event description:
Coiling treatment of an aneurysm. It was reported, the coil could not be detached with secondary method (provided in the IFU) and detached inside the catheter. No pt injury reported.